Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated rv (right ventricular) t-wave oversensing (twos). Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). The physician elected to not make any programming changes. A few days later, the patient received an appropriate shock for ventricular fibrillation (vf) followed by multiple inappropriate shocks due to twos. The device remains in use and will be replaced. No further patient complications have been reported as a result of this event.